Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. Concomitant medical products: patient medications include but are not limited to: amiodarone, coreg (B)(4). According to the gore® excluder® iliac branch endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, occlusion of the device or native vessel.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and a right common iliac artery aneurysm (rciaa). The patient was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. It was reported that during the procedure the patient had a weak pulse and the physician performed a endarterectomy and thrombectomy of the right femoral artery. The patient was also reported to have a tight stenosis on the right side. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent a femoral bypass and thrombectomy, for treatment of limb thrombosis and occlusion within the right common iliac artery. The occlusion was caused by a stenosis within the iliac branch component just above the level of the flow divider of the device. The patient tolerated the procedure.